Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 152mg/dl, 120mg/dl. Tests were done within 2 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.